Event description:
The customer reported via telephone call that the insulin pump had a button error alarm that she was unable to clear. The blood glucose reading was 102 mg/dl according to the sensor. The customer reported that she had been hiking prior to the alarm and wore the insulin pump in her bra. The customer also received a reset error alarm and stated that the insulin pump was not stored or out of use for an extended period of time. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.